Event description:
Death from hypoxia and toxemia due to thrombosis of pulmonary artery and branches, bilateral pulmonary edema and pleural effusion due to thrombus formation around pacer wire in left subclavian and left innominate vein with extension to superior vena cava, right heart and pulmonary artery and branches.